Event description:
It was reported that pump generated cartridge alarm 20 and that cartridge alarms recurred with consecutive cartridges, preventing successful cartridge loading and continuation of insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted with proper cartridge loading technique, planned to use multiple daily injections as backup insulin therapy, and was issued replacement pump; customer was instructed to place original pump in storage mode, return it using prepaid label, and then program pump settings and reconnect continuous glucose monitor on replacement device.